Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unknown inaccurate results as compared to another meter (first lady). The user reported a difference of "80-100 mg/dl" between the two meters. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.